Manufacturer narrative:
Isi did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During testing, the unit displayed error code c-33 at startup, and the generator logs recorded codes c-00 and c-84. The probable root cause of error c-33 is attributed to a faulty electrical component inside the iesu. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer powered on the integrated generator electrosurgical unit (iesu) and an error c33 occurred. The customer power cycled the system multiple times, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer on how to change the monopolar coagulation setting to classic and the customer did so. The tse then also explained on how to install a force triad generator. The customer opted to connect the force triad generator with the help of the tse. The tse explained that an endoscope was required to properly test the system. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaces the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.